Event description:
It was reported that the insulin pump had inaccurate fluctuation in its blood glucose readings and the customer experience a low blood glucose episode. The blood glucose reading was 28 mg/dl. The customer stated that the range is really too large of a difference sometimes and that she received a low blood glucose alert. She treated with juice. The customer was aware of advisement not to treat with sensor glucose readings. She also stated that almost a month prior, she had another occasion when did not feel well, was very weak and treated with juice. She reported that the blood glucose was low due to a miscalculation related to the past blood glucose reading; she did not recheck the blood glucose at the time of the bolus. Customer is prone to rapid drops in blood glucose. She declined troubleshooting for low blood glucose. The insulin pump also had a scratch on the display, but the customer confirmed that she is able to see the screen. Advised sensor protocol. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.